Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect motor driver printed circuit board, turbine, and power supply where the reported failure was reproduced and isolated to a corrupt turbine interface board and a faulty metal-oxide semiconductor field-effect transistor. The corrupt turbine interface board is part of an internal investigation.

Manufacturer narrative:
(B)(4). The carefusion field service representative (fsr) evaluated the unit and identified the failure to be due to the motor driver printed circuit board, the turbine, and the power supply. The fsr replaced the suspect components the device was tested and it is operating to service specifications. The fsr has shipped the suspect components to carefusion's failure analysis laboratory. Upon completion of the evaluation on the returned components, a follow-up report will be submitted.

Event description:
The customer stated that while connected to a patient, the ventilator alarmed "motor fault." The ventilator was switched out and there was no harm to the patient.